Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I'm allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscular weakness ("I ended up with muscle weakness"), arthralgia ("joint disease") and cystitis noninfective ("bladder was very inflamed"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals, muscular weakness and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, cystitis noninfective and muscular weakness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- allergy to nickel, joint pain, muscle weakness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I'm allergic to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), muscular weakness ("I ended up with muscle weakness"), arthralgia ("joint disease") and cystitis noninfective ("bladder was very inflamed"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals, muscular weakness and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, cystitis noninfective and muscular weakness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- allergy to nickel, joint pain, muscle weakness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bladder was very inflamed was added. New reporter was added. Doctor went for device removal after nickel allergy testing was done. The essure removal was added as a intervention to nickel allergy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.